Event description:
A malfunction alarm was reported by the customer, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. During the call, technical support provided information on resetting the pump, but the customer was unable to perform the reset immediately due to the unavailability of a charger. It was later confirmed that issue had been resolved. Customer may continue to use the pump.